Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient "no longer uses the device because it smells of plastic and he has black particles in the hose. The patient was treated by a specialist after the incident and he found black particles at the device outlet and in the hose, and a prescription for replacement with another device has been issued. What is his condition now: does not use the device. No further diagnosis. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed in the blower kit. Secondary findings, however, the power connector of the unit is corroded and the unit cannot be powered on in order to be able to collect the error log, machine hours, error code numbers, and software version. The device has been scrapped. Section d4 unique identifier (UDI) number were captured incorrectly in previous report, it has been updated and corrected in this report. Section d8, d9, h3, and h6 updated in this report.